Manufacturer narrative:
(B)(4). The reported complaint that the "balloon can't be inflated, because it's leakage on the hug [hub] of connect" was confirmed based on the evaluation of the customer supplied picture. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint was manufacturing related. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue.

Event description:
It was reported "the balloon can't be inflated, because it's [leaking] on the [hub] of [the connector]". Another catheter was used to complete the procedure. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 5fr 80cm berman catheter with the original packaging. Upon return, the catheter body was immediately noted ruptured near the junction hub; the body was noted ruptured from approximately 88cm to 88.5cm from the distal tip of the catheter. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. Upon microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. A non-teleflex 3-way valve assembly was noted connected to the injection lumen. The injection lumen luer was noted damaged. Dried contrast media was noted within the injection lumen extension line. Spots of dried blood were noted on the exterior surfaces of the returned sample. Some dried blood was noted within the interior surfaces (at the location of the ruptured catheter body) of the returned sample. No other damage or abnormalities were noted. The customer also provided a photo. The photo shows the catheter body was noted confirmed ruptured near the junction hub, which is consistent with the reported event. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated asymmetrically. One side of the balloon measured approximately 4mm. The other side measured approximately 5cmm. The balloon did meet specifications of radius ratio less than or equal to 2.0. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated asymmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per specification. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The ruptured catheter body did not result in damage to the inflation lumen. The catheter's injection lumen was aspirated/flushed, and air was noted leaking from the ruptured catheter body. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of catheter body ruptured in use is confirmed. The catheter body was found ruptured near the junction hub during visual inspection of the returned sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been implemented. The device was manufactured prior to the corrective actions.

Event description:
It was reported "the balloon can't be inflated, because it's [leaking] on the [hub] of [the connector]". Another catheter was used to complete the procedure. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon can't be inflated, because it's [leaking] on the [hub] of [the connector]". Another catheter was used to complete the procedure. No patient injury or consequence reported. Patient's current condition reported as "fine".